Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted. The system was then found to be working as intended.

Event description:
The customer reported the system failed to operate. Also, it lost images. No report of pt injury.